Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2019-13397, related manufacturer reference number: 1627487-2019-13398, related manufacturer reference number: 1627487-2020-02531. It was reported the patient requested to have the dbs leads removed for medical treatment of depression. Subsequently the entire system was explanted. No complications were noted during the procedure.